Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 300 mg/dl. The customer connected the pump to a power source to charge for one hour. Subsequently, the pump turned on. The customer reported that the pump would continue to be used for insulin therapy however the customer also has manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.